Event description:
It was reported by the contact that the customer received an alarm while flying in an airplane. The customer cleared the alarm and insulin delivery wa's resumed. The pump history confirmed that an altitude alarm occurred. The contact was uncertain if the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.